Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no urgent low alerts occurred on the app. It was determined that the issue was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.